Event description:
It was reported that the biomed stated the arctic sun device was not getting flow. During mc, the flow was 0.0, inlet pressure was 0.1, circulation pump command are 100 percentage, no suction at left port of manifold and failed circulation pump. The system hours are 2412.1, pump hours are 2165.3. The biomed stated they would like to perform the 2000 hours preventive maintenance. The parts and pricing provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device was not getting flow. During mc, the flow was 0.0, inlet pressure was 0.1, circulation pump command are 100 percentage, no suction at left port of manifold and failed circulation pump. The system hours are 2412.1, pump hours are 2165.3. The biomed stated they would like to perform the 2000 hours preventive maintenance. The parts and pricing provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. During mc, the flow was 0.0, inlet pressure was 0.1, circulation pump command are 100 percentage, no suction at left port of manifold and failed circulation pump. The system hours are 2412.1, pump hours are 2165.3. The biomed stated they would like to perform the 2000 hours preventive maintenance. The parts and pricing provided. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.